Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis event. The patient was treated with an unspecified broad spectrum antibiotic (dosage, frequency, route, and duration not reported) for the event. The patient¿s catheter was removed, and the patient was started on hemodialysis. Twenty-eight days after admission, discharged from the hospital and reported to be recovering from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.